Event description:
Caller reported the customer has had elevated blood glucose readings up to 'hi' and they are smelling insulin. Caller believes insulin leakage is the reason for elevated blood glucose. Caller stated customer was able to be treated by giving her correction bolus insulin injections via a syringe. Caller reported it is normal for her to give bolus syringe injections to the customer. Caller has discarded all of the infusion sets and cartridges that were in use at the time. No adverse event reported. Requested return of the adapter for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Discarded, will not be returned.